Event description:
Pt feels her device was not delivering insulin accurately. She also stated for about one month she would experience low blood sugars (~50 mg/dl) that would normally happen at night. Her spouse would force her to drink orange juice to elevate her blood glucose level. She switched to her back-up device and her blood glucose level stabilized.